Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and the lemo cable assemblies. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the interconnect cable on the 9600emi is broken. It was also noted that the lemo power connector is defective. There was no report of pt injury.